Manufacturer narrative:
Batch review performed on 26 june 2018; lot 145729: (B)(4) items manufactured and released on 13 october 2014. Expiration date:2019-08-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after about 1 year and 8 months due to sign of infection. The pathogen is unknown. The surgeon washed out the knee and swapped the poly.